Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin was squirting out during prime, device alarmed a motor error alarm. Customer's blood glucose was 200 mg/dl. Drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Device passed the displacement test however motor error alarm during prime test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.